Event description:
First time drill used. Tympano mastoidectomy / drilling on mastoid bone. During procedure drill being used and irrigation was working, surgeon would occasionally pause/stop using drill and irrigation. If pause was greater thatn a 2-3 minutes, irrigation would not work when drill use was begun again. Noted a "click" heard from box after not being used for a few minutes. They kept resetting to get through case. Surgery was prolonged by 30 minutes. The patient suffered no adverse effects as a result of this occurrence.